Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited jumpy and varying pacing impedance measurements on the right ventricular (rv) channel. A review of the device data identified two red alerts had been generated due to the measurements exceeding 2000 ohms. The patient's system consists of this boston scientific implantable pulse generator (ipg) and a competitive rv lead. A boston scientific technical services consultant discussed potential reasons for the clinical observations and troubleshooting techniques. No adverse patient effects were reported.